Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images. A philips customer support specialist (css) confirmed that this resulted in one rescan; however, there was no report of misrepresentation and/or mistreatment. The philips field service engineer (fse) evaluated the system and determined that the artifact was due to a crack in the compensator of the a-plane collimator. The fse replaced the a-plane collimator to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.